Manufacturer narrative:
A united states (us) customer reported a falsely elevated carbon dioxide patient result and falsely depressed creatinine patient result (2 patients) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse could not reproduce the dripping errors of sample probe. The cse noted that the sample probe was partially occluded and replaced the sample probe. The dilution probe was proactively replaced as well. There was no leaking from dilution or reaction wash stations. Alignments were performed and all probe leak tests passed during testing. System was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide patient result and falsely depressed creatinine patient result (2 patients) were obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported, as correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide patient result and falsely depressed creatinine patient result.